Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery to implant an unspecified bard/davol ventralex. On (B)(6) 2015: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2013) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (product catalog no., UDI no., corporate lot. No. Expiry date), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery to implant an unspecified bard/davol ventralex. (B)(6) 2015: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex mesh (device 1). Per operative notes, ¿the defect was repaired by placing a ventralex mesh (device 1), which was sutured to the external fascia surrounding the site of the defect.¿ (B)(6) 2015 ¿ patient had pain and was diagnosed with recurrent incarcerated supraumbilical ventral hernia and infraumbilical ventral hernia thereby underwent open repair with the implant of ventralex patch (device 2) . Per operative notes, ¿the original defect seemed to have been disrupted with a patch (device 1) that seemed to be retracted superiorly. Another defect in infraumbilical area was repaired using sutures. A ventralex patch (device 2) was placed on supraumbilical defect using sutures.¿